Event description:
User going up gravel incline. Unit lost power because of discharged batteries. User rolled backwards and turned sideways at which time user fell off of unit. User rec'd bruises to shoulder and head. User went to emergency room and was checked by a dr and released with no medical intervention required to prevent permanent impairment. Unit was inspected and found to be in working order after charging batteries. Incident caused by user error. User failed to follow instruction in manual.